Event description:
Info received indicates the foot end casters continue to swivel when in brake.

Manufacturer narrative:
The technician found the teeth worn on both foot end casters. The technician replaced the casters and adjusted the brake to repair the stretcher.